Event description:
It was reported that customer received a minimum fill notification while attempting to load new cartridge, with sufficient usable insulin remaining and reloading same cartridge not resolving issue. There was no adverse impact to the customer's blood glucose level. Customer ultimately loaded different cartridge, resumed insulin delivery without further difficulty, and no additional assistance was required.